Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was nonfunctional and facility unable to get the device back up. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an icon indicating a failure. A field service engineer instructed user to log in and attempt recovery. Drawer 3.2 in auxiliary had a row that was not reading, specifically row b. A field service engineer opened the back of auxiliary and conducted an inspection. All lights were illuminated and functioning correctly, after which pyxis was turned off and the back of drawer 3 in auxiliary was opened. The field service engineer reseated all cables for both 3.1 and 3.2, then powered on pyxis and logged into the hardware test application (hta) to access 3.2. A full drawer test was executed, then pyxis was rebooted, and upon returning to the application, the customer logged in and successfully recovered from the failure, as well as managed the inventory of medications. The system functioned as intended after the field service engineer repaired the device.